Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0kxcf, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was having one of his ¿episodes¿/return of symptoms with really bad pressure and pain. This started about 15 minutes prior to the call and the reporter was trying to increase stimulation to see if that would help. The reporter tried to adjust stimulation, but was not getting the correct screen. With assistance, it was determined that stimulation was at 1.2v on program 1. Stimulation was increased to 1.3v and the patient was to try the setting. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.